Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Recalibrated the dicom box. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image quality on the 2800 system was poor (rolling image on workstation). There was no report of pt injury.